Event description:
Company representative alleged there was melting in the area of the contacts of the blood glucose monitoring device, upon further investigation after it was received into the company evaluation lab. Reporter stated originally that prongs were pulled out and there was no melting or burning on device. Rerporter indicated device was cleaned with alcohol pads between uses. No other information was provided on the alleged incident.